Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory message was not passing through. A technical support specialist reported that a server downtime check had been performed, and it was observed that a large volume of messages was pending but slowly processing in real time and then restarted the necessary services and confirmed that the messages began clearing at a faster rate and informed the customer that the server required additional time to finish processing the remaining backlog. While monitoring the system, the technical support specialist noted a delayed outbound status and attempted to deploy an interface services utility package, which did not complete successfully, and therefore requested a review from the interface engineering support team and notified the customer that inbound messages were still draining and required more time and also reviewed the script used for the downtime check and observed that the comparison between outbound and inbound message times was affected by earlier delays, indicating the need for updated data after message processing was complete. Once all messages had fully cleared, the technical support specialist reran the query and confirmed that the delay indication had resolved and informed the customer that message processing was complete, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that a 150k active directory messages were not crossing over and was not passing through the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.